Event description:
Customer reported "the patient was taken to radiation on another floor. When he came back there was leakage coming from the module area of the pump. The leakage went back all the way to the elevator and a spill incident was reported. Medication infusing was cisplatin mixed with magnesium and normal saline." There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause for the leak because the set was not returned and has been discarded by the customer. The root cause for the leak was not identified.